Manufacturer narrative:
(B)(4): the hospital's biomedical engineer reported a failure to power up. There was no patient involvement. The device was evaluated by the customer's biomed, and it was determined that the power supply had failed. A replacement power supply was sent to the customer to resolve the failure.

Event description:
The hospital's biomedical engineer reported a failure to power up. There was no patient involvement.